Event description:
It was reported that the patient had two inappropriate shocks due to t-wave oversensing via a wide intrinsic morphology. Technical services recommended some testing. Also, the battery status has decreased down to 3%. There were no additional adverse patient effects. The system remains implanted.